Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2014, at 01:11:01. During night drain cycle two, the patient's ultrafiltration reading was 1422ml, indicating the home patient (hp) drained 1422ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. A review of the event history log identified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. An internal and external inspection was performed. Upon conclusion of the investigation, the cause of the iipv event was determined to be one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain volume threshold. Should relevant additional information become available, a follow-up report will be submitted.